Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted after being approximately thirteen years implanted. No product performance anomalies were reported, and no further information was provided. Subsequently, a new device was implanted. Other than the intervention, no additional adverse patient effects were reported. This device has not been returned for analysis.